Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. A photograph was provided by the patient confirming the reported missing sensor wire. However, without the device being returned a root cause cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon attempting sensor wire insertion, it was noticed that the sensor wire was missing from the sensor applicator. No additional event or patient information is available.